Event description:
Upon completing a vba with a unipedicular approach at t7 and t9, and a bipedicular approach at t1, surgeon began to remove the trocars from the vertebral bodies. On the last needle he tried to pull the trocar from the body. The handle separated from the trocar at the base of the handle. He then attached a needle holder to the trocar shaft and tried to tap out the needle in a slap hammer fashion. That resulted in another 1cm fragment of trocar to break off of the remaining fragment. He then proceeded to remove the remaining trocars without incident. He returned to the broken trocar and made a small incision around the fragment and exposed the fragment down to the bone. After exposing the trocar down to the entry point on the vertebrae, he took a pair of wire-cutters and clipped the exposed fragment of trocar.

Manufacturer narrative:
It appears that the needle was left in the body long enough for the cement to harden. Sales rep was in the case and confirmed that this was the first of three levels cement was placed. The surgeon implanted cement at each level then removed the needles. This needle would not pull free easily, he twisted it and applied axial force and the trocar sheared off in the handle. The patient had hard sclerotic bone due to cancerous tumor. It is recommended that the needle be removed immediately after placing cement.